Event description:
It was reported that the patient received inappropriate shocks. It was also reported that an alert triggered and that the right ventricular (rv) lead had low sensing values, noise and was fractured. The rv lead detection was turned off and a procedure schedule has not been determined. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID d234trk cardiac resynchronization therapy defibrillator implanted: 2010-(B)(6), product ID 419378 impl antable pacing lead implanted: 2006-(B)(6), product ID 5076-52 implantable pacing lead implanted: 2006-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv (right ventricular) pacing lead was rising, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).